Event description:
Reporter indicated a patient had a suspected vns lead fracture. No known trauma occurred. Revision of the vns lead is likely, but has not occurred to date. The patient is currently on a waiting list for surgery.

Event description:
X-rays were reported as sent to the manufacturer, but have been unable to be located to date and are believed to be lost.

Event description:
Reporter indicated the vns was disabled when the high lead impedance was noted. The vns lead was replaced on (B)(6) 2012. Diagnostics with the new vns lead and resident generator were within normal limits per the implant card received back to the manufacturer. The explanted lead was discarded by the hospital. Patient x-rays may be sent in to review.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.